Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot numbers gd895037 and gd895102 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with vancomycin and gentamycin (dose, route and frequency unknown). At the time of this report, the patient was fully recovered from peritonitis. The patient was not retrained on the proper aseptic techniques no additional information is available. This report is 2 of 4.